Event description:
A cracked and shattered touchscreen was reported, rendering the pump's screen unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No replacement pump was provided due to the warranty being expired, but a supplier's report was given as part of the resolution. Customer reverted to an alternate method of insulin therapy.